Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Suction did not work. No harm to patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary electrode testing 6/05/18: device seems to be in used condition. Saline residue is visible in the suction tube. Active tip is intact. Via functional testing, default settings present, device functioned as intended. Due to the reported failure of suction issue this device will be sent to the supplier gyrus for further evaluation. UDI: (B)(4).

Manufacturer narrative:
Device received 5-18-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The device was sent to the supplier for evaluation. The supplier evaluation report indicates: the active tip looks in a used condition, with debris noted in the suction port there is no visible debris in the proximal suction tube the electrode was received with the suction flow control clamp partially closed. The one corner of the ceramic has been damaged. Electrical testing was not conducted as no electrical faults were reported and functional testing confirms electrical function. The electrode passed the generator connection, flow rate (as received, clamp partially closed), flow rate (clamp disengaged) and activation tests. The investigation could not substantiate the customer¿s claim that the suction did not work. When a flow test was performed a flow rate within specification was obtained. It was noted during the visual inspection of the electrode that the one corner of the ceramic had fractured. It is not known if this occurred during use or returning of the product. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the cause of the defect has been provided to help determine a definitive root cause for this failure. This complaint cannot be confirmed for the reported suction failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.